Event description:
Customer reporting 1 false negative sars results on symptomatic patient (few days). Customer communicated the result was confirmed positive by pcr. Customer only wishes to report results, does not wish to gather information, or investigate further.

Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.